Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed all functional testing including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 390 mg/dl. The customer was treated with humalog. The emergency medical services was dispatched as a result of high blood glucose. Customer was admitted to the hospital on (B)(6) 2016. Customer caused of hospitalization was 300 mg/dl. Customer was not hospitalized and the stated fire department came in checked her blood glucose and she had already treated. Customer was wearing the pump at time of incidents. Customer took 4 units of humalog and drank water. Customer did not want to troubleshoot since she felt she had already done everything she could and was still having issues.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.